Event description:
Complainant alleged that during a routine shift check of the device by clinician, the device would not allow the discharge of energy from the associated defibrillator. The complainant indicated that there was no patient involvement in the reported malfunction.